Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and thirty days post a dialysis catheter placement, the catheter was allegedly ruptured. It was further reported that the physician found that there was allegedly a leak at the connection between the hub and the catheter. Furthermore, kink was also found between the hub and catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that eight months and thirty days post a dialysis catheter placement, the catheter was allegedly ruptured. Furthermore, the physician found that there was allegedly a leak at the connection between the hub and the catheter. Reportedly, the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter in three segments were returned for evaluation and one electronic photo was provided for review. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete circumferential break was noted to the blue luer extension leg. The edges of the complete circumferential break on the blue luer extension leg were noted to be jagged and the surface was noted to be granular throughout. Therefore, the investigation is confirmed for the reported fluid leak and fracture and the identified material separation issues. However the investigation is inconclusive for the reported kink issue as a part of the blue extension leg segment was not received for evaluation. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eight months and thirty days post a dialysis catheter placement, the catheter was allegedly ruptured. It was further reported that the physician found that there was allegedly a leak at the connection between the hub and the catheter. Furthermore, kink was also allegedly found between the hub and catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Event description:
It was reported that eight months and thirty days post a dialysis catheter placement, the catheter was allegedly ruptured. It was further reported that the physician found that there was allegedly a leak at the connection between the hub and the catheter. Furthermore, kink was also found between the hub and catheter. Reportedly, the catheter was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath products that are cleared in the us. The pro code and 510 k number for the glidepath products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows an implanted catheter. Therefore, the investigation is inconclusive for the reported fluid leak, kink and fracture issue as the provided photo was unclear and not sufficient enough to confirm the reported events. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(method) h11: h6(result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.